Event description:
Description of event as described by complainant below - "provi was successfully prepped for a difficult intubation. Blade was inserted into the airway and a blue error screen appeared on the monitor. Blade was removed, disconnected, then reconnected and put back in the airway. Monitor continued to work until it suddenly blacked out. Blade was removed and another device was used to intubate the patient".